Event description:
Note: this report pertains to one of the four devices used during the same procedure. Refer to manufacturer's report # 3005099803-2025-00583, 3005099803-2025-00639, and 3005099803-2025-00641 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a walled-off necrosis during a procedure performed on (B)(6) 2025. During the procedure, there was difficulty in advancing the guidewire. Furthermore, the device delivered energy intermittently and blanching of the tissue was noted. The stent was difficult to deploy, and the nose cone tip was detached. Subsequently, the stent was unable to expand and was removed using alligator forceps. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150101 captures the reportable event of stent first flange difficult to position. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component.

Event description:
Note: this report pertains to one of the four devices used during the same procedure. Refer to manufacturer's report # 3005099803-2025-00583, 3005099803-2025-00639,3005099803-2025-00640 and 3005099803-2025-00641 for the associated device information. It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to treat a walled-off necrosis during a procedure performed on (B)(6) 2025. During the procedure, there was difficulty in advancing the guidewire. Furthermore, the device delivered energy intermittently and blanching of t he tissue was noted. The stent was difficult to deploy, and the nose cone tip was detached. Subsequently, the stent was unable to expand and was removed using alligator forceps. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a07 captures the reportable event of cautery delivers energy intermittently. Imdrf device code a150101 captures the reportable event of stent first flange difficult to position. Imdrf device code a0501 captures the reportable event of tip detachment of device or device component. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Functional inspection related to the deployment of the stent was performed. The catheter was unlocked by sliding the catheter lock to the right and the catheter control hub was moved up and down. The catheter passed through the luer without resistance. The stent hub was then moved down to the second and fourth position and the stent was deployed without any problems. Additionally, the catheter freely moved through the luer and the slider could also be moved to its original position without resistance. Functional test related to the advancement of the guidewire was also performed. The axios stent delivery system was loaded using a jagwire guidewire and it was able to exit at the tip of the nosecone. Visual inspection found that part of the tip of the nosecone was detached. An electrical inspection related to the continuity between the rf connector and the distal rf electrode was performed and no problems were noted. Moreover, when the device was connected to the erbe generator and bubbles were observed in the saline solution confirming that the tip was working properly. No other problems were noted with the stent and delivery system. Product analysis confirmed the reported event of tip detachment of device or device component as the nosecone tip was found detached. However, the additional reported events were not able to be confirmed. The device difficult to advance guidewire could not be confirmed because the guidewire was able to advance during functional inspection. The events of cautery delivers energy intermittently additionally, stent difficult to deploy and stent first flange difficult to position could not be confirmed because these happened during the procedure and would not be possible to be replicated in the laboratory of analysis. Additionally, there were no malfunctions noted during electrical inspection that could indicate a cauterization issue. The investigation concluded that most likely procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician could have resulted in the reported events of the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is adverse event related to procedure. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.